Manufacturer narrative:
(B)(4). The device was not returned. Therefore, no device analysis can be performed and no cause was determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 3 of 3 for this patient and event. It was reported that there was a leak on a minicap during use on a home patient (hp). During follow-up, the hp stated that iodine had leaked onto his bed sheets and hands. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents lot number gd894394 with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).